Manufacturer narrative:
The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging a ventilator displayed "service required". There was no pt harm or injury reported.